Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 62 mg/dl with dizziness, shaking, and anxiety. The reporter indicated that at the time of the low blood glucose, the pump was emitting a high pitched motor noise which the patient felt was associated with the low blood glucose. This report is made based on the allegation that the patient experienced hypoglycemia with use of the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no motor related alarms noted in the pump history. During testing, multiple rewind, load, and prime steps were performed without high pitched motor sounds being duplicated. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.